Event description:
The facility reported the pt was lifted out of the pool and then transferred to the chair chassis. They went to move the seat, but the chair rotated around and tipped over with the pt in the chair. No injuries were reported.